Manufacturer narrative:
Bumper channels.

Event description:
It was reported by service report that the bumper channels was damaged, exposing sharp edges. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.